Event description:
It was reported to arjo that a physical therapist broken finger while using a sara combilizer device. The physical therapist wanted to fold down the shoulder supports of the device. When one shoulder support was folded down, the other unexpectedly folded down too, so the operator's fingers got caught between the support and the frame of the device. Protective sleeve around the broken finger and 6 weeks recovery were required.